Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that prior to going to surgery the rn disconnected the tpn and lipid infusions. When the patient returned to the unit the rn attempted to restart the tpn and lipids however due to the pump alarming for an unspecified reason and the lipids being discontinued the rn decided to stop and remove the lipids. While the rn was changing the tpn tubing she noticed the pump segment had a balloon. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a balloon in the pumping segment was confirmed. Visual inspection showed a bulge, approximately 3/4 inch long, in the silicone segment directly below the upper fitment component. Functional testing resulted in no unexpected bulging on the silicone segment. Pressure testing resulted in the silicone segment area directly below the upper fitment starting to bulge. The root cause of a balloon in the pumping segment was not identified.